Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the shock impedance measurements were increasing when it comes to this right ventricular (rv) lead and device. Boston scientific technical services (ts) discussed testing all of the vectors and possible performing a synchronous shock. No adverse patient effects were reported. Additional information received noted that the vectors were tested and the coil to coil configuration as well as the could to device configuration showed out of range shock impedance measurements. A synchronous shock was discussed with the physician. No adverse patient effects were reported. The device was explanted and returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements were increasing when it comes to this right ventricular (rv) lead and device. Boston scientific technical services (ts) discussed testing all of the vectors and possible performing a synchronous shock. No adverse patient effects were reported. Additional information received noted that the vectors were tested and the coil to coil configuration as well as the could to device configuration showed out of range shock impedance measurements. A synchronous shock was discussed with the physician. No adverse patient effects were reported.